Event description:
Event verbatim [preferred term]. Hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam [off label use], hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam [product use in unapproved indication], the failure to achieve hemostasis through vascular intervention [therapeutic product ineffective for unapproved indication].narrative: this is a literature-spontaneous report from the acg case reports journal, 2019, entitled management of hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam. The authors present a case of hemorrhagic shock secondary to hemorrhage of an artery supplying the oversewn bile duct stump after transplantation with failed initial vascular interventional radiology (vir) embolization. This rare complication was treated using a unique approach and treatment during a combined endoscopic and vir procedure with successful endoscopic application of a gelatin sponge slurry (gelfoam) to fill the biliary stump and ultimately achieve hemostasis, thus preventing early reoperation post-transplantation. A 54-year-old man underwent deceased donor liver transplant with aortic jump graft and roux-en-y hepaticojejunostomy for de novohilar cholangiocarcinoma after neoadjuvant chemoradiation and brachytherapy. His postoperative course was complicated by liver abscess with peritoneal contamination, which responded to antibiotic therapy. Twelve days after transplantation, he was readmitted to the hospital with syncope and frank blood with clots in the drain pouch around the percutaneous surgical biliary drain. On admission to the intensive care unit, he was hypotensive with a blood pressure of 77/47mmhg, hemoglobin of 7.5 g/dl from previous postoperative baseline of 12.4 g/dl, platelet count of 456 3 109/l, which declined to 154 3 109/l post resuscitation, and an international normalized ratio of 1.3. Computed tomography scan performed shortly before admission showed a widely patent portal vein anastomosis, but the patient was too unstable to undergo repeat imaging with a computed tomography angiogram. Resuscitative efforts with vasopressors, massive blood transfusion, and intubation for his presumed hemorrhagic shock were promptly initiated. Urgent vir angiography of the aortic jump graft and superior mesenteric artery (sma) did not demonstrate pseudoaneurysm or extravasation, and the celiac trunk could not be accessed because of postradiation stenotic changes. To assist in localizing the source of hemorrhage, an upper endoscopy was performed in the vir suite, where hemorrhage from the major papilla was seen which, given the patient's recent transplant, was known to be an oversewn (blind) native distal bile duct. Both vir and side-viewing (duodenoscope) endoscopic evaluation revealed active bleeding from a small vessel within the oversewn bile duct stump which was draining via the major papilla and the peritoneal/ retroperitoneal space. Vir selectively studied the sma, and despite a lack of extravasation seen on the arteriogram, the artery ended bluntly near the suspected source area of bleeding. Given this finding, the branch was embolized with multiple vascular embolization coils and gelatin sponge slurry; however, bleeding remained persistent with repeat arteriogram showing anterograde flow through the coils. Intravascular gelatin sponge slurry injection was repeated; however, sma arteriogram demonstrated persistent bleeding from a branch of the pancreaticoduodenal artery with brisk anterograde flow. Given the failure to achieve hemostasis through vascular intervention, we proceeded with endoscopic retrograde cannulation of the patient major ampulla and distal bile duct with a standard biliary extraction balloon catheter over an angled 0.035-inch guidewire, and contrast was injected through the catheter to confirm placement within and depth of the bile duct stump. Gelatin sponge slurry mixed with epinephrine and contrast suspension was then prepared. A single gelatin sponge was cut into smaller 0.5-cm squares and placed inside a 10-ml syringe, which was partially filled to 5 ml with sterile saline. Another 10-ml syringe of epinephrine diluted to 1:10,000 with contrast media was prepared to total 5 ml. The 2 syringes were connected using a 3-way stopcock and injected back and forth to suspend the gelfoam. The small 8.5-mm extraction balloon was inflated on the occlusion balloon catheter just within the blind biliary orifice to occlude transpapillary drainage from the bile duct stump, and the guidewire was removed from the catheter. The bile duct stump was then slowly filled with the 10-ml gelfoam, epinephrine, and contrast mixture, under fluoroscopic guidance, through the wire port of the extraction balloon catheter over 5minutes. The balloon was held in position for an additional 10 minutes, and on balloon deflation and catheter removal from the stump, no further hemorrhage was seen emanating from the major papilla. The patient's hemodynamics and hemoglobin stabilized after this step of the multidisciplinary procedure, and he was discharged home without further intervention on hospital day 8. At the follow-up endoscopic retrograde cholangiopancreatography 125 days from the transplant, he remained without recurrence of hemorrhage or delayed complications related to the procedure.discussiongelfoam is a sterile compressed sponge prepared from purified porcine skin gelatin and is commonly used as a hemostatic device in surgical procedures. It has more recently been adopted by vir for transarterial embolization of bleeding vessels and in targeted cancer treatments. Gelfoam is water-insoluble and absorbs up to 45 times its weight of whole blood, achieving hemostasis both by acting as a physical artificial clot and by providing amatrix for physiological clot formation. The gelatin matrix is thought to induce thromboplastin release from damaged platelets which then produces thrombin, activating fibrinogen, and the clotting cascade. Gastrointestinal adverse events of gelatin sponge suspension introduced into the vasculature, although uncommon, have included appendicitis and necrotizing pancreatitis because of presumed distal vascular embolization of the material. Larger vir case series using gelatin sponge suspension report adverse events of rebleeding, ischemic bowel, and partial splenic infarction, although these do not distinguish between patients who received gelfoam and other hemostatic agents or coils. Another theoretical risk, using the corollary of endoscopic injection of cyanoacrylate for treatment of gastric and other varices, is pulmonary embolization. Cyanoacrylate glue injection is associated with up to 50% risk of asymptomatic pulmonary embolization in previous series, although no data currently exist regarding this risk with gelatin sponge injection. There are few reports of gelatin sponge application during endoscopic hemostatic procedures. A recent report detailed successful endoscopic ultrasound-guided obliteration of gastric varices using an endoscopic ultrasound-guided fine-needle injection of embolization coils and gelatin slurry. Hayashi et al reported the use of gelatin sponge for the treatment of bile leak emanating from a transected bile duct after hepatic lobectomy. Our case highlights both a rare complication of liver transplantations and a unique use of intraductal gelfoam injection during endoscopic retrograde cholangiopancreatography, after failure to achieve hemostasis through vir embolization therapy. It is worth mentioning that for management of native bile duct associated hemobilia, the use of gelatin sponge suspension may not be advisable, given a theoretical risk of biliary obstruction, which could result in cholangitis. This risk remains theoretical because no cases have been currently reported in the literature and further study needs to be undertaken should this method become more widely adapted. Vir with conventional hemostasis remains the treatment of choice for controlling hemobilia. However, in patients who fail conventional hemostatic methods, alternative therapies including endoscopically applied gelatin sponge slurry may be considered as an emerging and potentially lifesaving measure as demonstrated by this case.no follow-up attempts are needed. No further information is expected.follow-up (10aug2020): this is a follow-up spontaneous report received from a product quality complaint group with investigation result for gelfoam sterile sponge size 50 x 4. The severity of harm was s4. The site did not receive returned complaint sample. The sample availability status was unknown.root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site.process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified.lot trend assessment and rationale: batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation.medical device trend analysis: complete - acceptable. Time period: 05may2017 - 05may2020. There was one month (april 2020) that included a higher than normal number of complaints (5). A review of each complaint determined that the investigations were in progress. Additionally, the results from the query were evaluated by the sub-class of 'performance not as indicated in label', and there was one month (april 2020) that included a higher than normal number of complaints (2); however, this was due to receipt of the reported complaint, and another complaint for which the investigation is in progress. No trend was observed that would require further investigation.conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (site name) is not required. A full investigation was not performed by the manufacturing site at this time. No other information was received about the customer or product.company clinical evaluation comment:gelatin sponge slurry (gelfoam) used for vascular embolization is off label use against company labeling documents. The first vascular embolization with gelfoam and coil failed to achieve hemostasis; however, the second vascular embolization with the 10-ml gelfoam, epinephrine, and contrast mixture, to the target vessel to the bile duct stump successfully achieve hemostasis. In this case, persistent bleeding and failure to reach hemostasis with off-label use for gelfoam for the first attempt was determined for serious injury that necessitated surgical intervention to preclude permanent impairment of a body function. The operation technique including target vessel selected are the key of success.no follow-up attempts are needed. No further information is expected., comment: gelatin sponge slurry (gelfoam) used for vascular embolization is off label use against company labeling documents. The first vascular embolization with gelfoam and coil failed to achieve hemostasis; however, the second vascular embolization with the 10-ml gelfoam, epinephrine, and contrast mixture, to the target vessel to the bile duct stump successfully achieve hemostasis. In this case, persistent bleeding and failure to reach hemostasis with off-label use for gelfoam for the first attempt was determined for serious injury that necessitated surgical intervention to preclude permanent impairment of a body function. The operation technique including target vessel selected are the key of success.

Manufacturer narrative:
On 10aug2020. The severity of harm was s4. The site did not receive returned complaint sample. The sample availability status was unknown. Root cause: pfizer (site name) quality operations could not determine a root cause for the reported defect to be related to the (site name) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (site name) site.process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified.lot trend assessment and rationale: batch specific trend review: complete - acceptable. The batch number for the reported complaint is unknown; therefore, an evaluation of the batch history could not be performed as a part of this investigation. Medical device trend analysis: complete - acceptable. No trend was observed that would require further investigation. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the reported complaint have been sent to the mdcp team for review. Further action by pfizer (site name) is not required. A full investigation was not performed by the manufacturing site at this time. No other information was received about the customer or product.

Event description:
Event verbatim [preferred term]. Hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam [off label use], hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam [product use in unapproved indication], narrative: this is a literature-spontaneous report from the acg case reports journal, 2019, entitled management of hemodynamic collapse after liver transplantation from native bile duct stump hemorrhage with gelfoam. The authors present a case of hemorrhagic shock secondary to hemorrhage of an artery supplying the oversewn bile duct stump after transplantation with failed initial vascular interventional radiology (vir) embolization. This rare complication was treated using a unique approach and treatment during a combined endoscopic and vir procedure with successful endoscopic application of a gelatin sponge slurry (gelfoam) to fill the biliary stump and ultimately achieve hemostasis, thus preventing early reoperation post-transplantation. A (B)(6)-year-old man underwent deceased donor liver transplant with aortic jump graft and roux-en-y hepaticojejunostomy for de novohilar cholangiocarcinoma after neoadjuvant chemoradiation and brachytherapy. His postoperative course was complicated by liver abscess with peritoneal contamination, which responded to antibiotic therapy. Twelve days after transplantation, he was readmitted to the hospital with syncope and frank blood with clots in the drain pouch around the percutaneous surgical biliary drain. On admission to the intensive care unit, he was hypotensive with a blood pressure of 77/47 mmhg, hemoglobin of 7.5 g/dl from previous postoperative baseline of 12.4 g/dl, platelet count of 456 3 109/l, which declined to 154 3 109/l post resuscitation, and an international normalized ratio of 1.3. Computed tomography scan performed shortly before admission showed a widely patent portal vein anastomosis, but the patient was too unstable to undergo repeat imaging with a computed tomography angiogram. Resuscitative efforts with vasopressors, massive blood transfusion, and intubation for his presumed hemorrhagic shock were promptly initiated. Urgent vir angiography of the aortic jump graft and superior mesenteric artery (sma) did not demonstrate pseudoaneurysm or extravasation, and the celiac trunk could not be accessed because of postradiation stenotic changes. To assist in localizing the source of hemorrhage, an upper endoscopy was performed in the vir suite, where hemorrhage from the major papilla was seen which, given the patient's recent transplant, was known to be an oversewn (blind) native distal bile duct. Both vir and side-viewing (duodenoscope) endoscopic evaluation revealed active bleeding from a small vessel within the oversewn bile duct stump which was draining via the major papilla and the peritoneal/ retroperitoneal space. Vir selectively studied the sma, and despite a lack of extravasation seen on the arteriogram, the artery ended bluntly near the suspected source area of bleeding. Given this finding, the branch was embolized with multiple vascular embolization coils and gelatin sponge slurry; however, bleeding remained persistent with repeat arteriogram showing anterograde flow through the coils. Intravascular gelatin sponge slurry injection was repeated; however, sma arteriogram demonstrated persistent bleeding from a branch of the pancreaticoduodenal artery with brisk anterograde flow. Given the failure to achieve hemostasis through vascular intervention, we proceeded with endoscopic retrograde cannulation of the patient major ampulla and distal bile duct with a standard biliary extraction balloon catheter over an angled 0.035-inch guidewire, and contrast was injected through the catheter to confirm placement within and depth of the bile duct stump. Gelatin sponge slurry mixed with epinephrine and contrast suspension was then prepared. A single gelatin sponge was cut into smaller 0.5-cm squares and placed inside a 10-ml syringe, which was partially filled to 5 ml with sterile saline. Another 10-ml syringe of epinephrine diluted to 1:10,000 with contrast media was prepared to total 5 ml. The 2 syringes were connected using a 3-way stopcock and injected back and forth to suspend the gelfoam. The small 8.5-mm extraction balloon was inflated on the occlusion balloon catheter just within the blind biliary orifice to occlude transpapillary drainage from the bile duct stump, and the guidewire was removed from the catheter. The bile duct stump was then slowly filled with the 10-ml gelfoam, epinephrine, and contrast mixture, under fluoroscopic guidance, through the wire port of the extraction balloon catheter over 5 minutes. The balloon was held in position for an additional 10 minutes, and on balloon deflation and catheter removal from the stump, no further hemorrhage was seen emanating from the major papilla. The patient's hemodynamics and hemoglobin stabilized after this step of the multidisciplinary procedure, and he was discharged home without further intervention on hospital day 8. At the follow-up endoscopic retrograde cholangiopancreatography 125 days from the transplant, he remained without recurrence of hemorrhage or delayed complications related to the procedure. Discussion gelfoam is a sterile compressed sponge prepared from purified porcine skin gelatin and is commonly used as a hemostatic device in surgical procedures. It has more recently been adopted by vir for transarterial embolization of bleeding vessels and in targeted cancer treatments. Gelfoam is water-insoluble and absorbs up to 45 times its weight of whole blood, achieving hemostasis both by acting as a physical artificial clot and by providing amatrix for physiological clot formation. The gelatin matrix is thought to induce thromboplastin release from damaged platelets which then produces thrombin, activating fibrinogen, and the clotting cascade. Gastrointestinal adverse events of gelatin sponge suspension introduced into the vasculature, although uncommon, have included appendicitis and necrotizing pancreatitis because of presumed distal vascular embolization of the material. Larger vir case series using gelatin sponge suspension report adverse events of rebleeding, ischemic bowel, and partial splenic infarction, although these do not distinguish between patients who received gelfoam and other hemostatic agents or coils. Another theoretical risk, using the corollary of endoscopic injection of cyanoacrylate for treatment of gastric and other varices, is pulmonary embolization. Cyanoacrylate glue injection is associated with up to 50% risk of asymptomatic pulmonary embolization in previous series, although no data currently exist regarding this risk with gelatin sponge injection. There are few reports of gelatin sponge application during endoscopic hemostatic procedures. A recent report detailed successful endoscopic ultrasound-guided obliteration of gastric varices using an endoscopic ultrasound-guided fine-needle injection of embolization coils and gelatin slurry. Hayashi et al reported the use of gelatin sponge for the treatment of bile leak emanating from a transected bile duct after hepatic lobectomy. Our case highlights both a rare complication of liver transplantations and a unique use of intraductal gelfoam injection during endoscopic retrograde cholangiopancreatography, after failure to achieve hemostasis through vir embolization therapy. It is worth mentioning that for management of native bile duct associated hemobilia, the use of gelatin sponge suspension may not be advisable, given a theoretical risk of biliary obstruction, which could result in cholangitis. This risk remains theoretical because no cases have been currently reported in the literature and further study needs to be undertaken should this method become more widely adapted. Vir with conventional hemostasis remains the treatment of choice for controlling hemobilia. However, in patients who fail conventional hemostatic methods, alternative therapies including endoscopically applied gelatin sponge slurry may be considered as an emerging and potentially lifesaving measure as demonstrated by this case. Company clinical evaluation comment: based on the information provided, this is a case of hemorrhagic shock secondary to hemorrhage of an artery supplying the oversewn bile duct stump after transplantation with failed initial vascular interventional radiology (vir) embolization. This rare complication was treated using a unique approach and treatment during a combined endoscopic and vir procedure with successful endoscopic application of a gelatin sponge slurry (gelfoam) to fill the biliary stump and ultimately achieve hemostasis, thus preventing early reoperation post-transplantation. This case highlights both a rare complication of liver transplantations and a unique use of intraductal gelfoam injection during endoscopic retrograde cholangiopancreatography, after failure to achieve hemostasis through vir embolization therapy. However, in patients who fail conventional hemostatic methods, alternative therapies including endoscopically applied gelatin sponge slurry may be considered as an emerging and potentially lifesaving measure as demonstrated by this case. In this case, persistent bleeding and failure to reach hemostasis with off-label use for gelfoam was determined for serious injury that necessitated surgical intervention to preclude permanent impairment of a body function. No follow-up attempts are needed. No further information is expected., comment: based on the information provided, this is a case of hemorrhagic shock secondary to hemorrhage of an artery supplying the oversewn bile duct stump after transplantation with failed initial vascular interventional radiology (vir) embolization. This rare complication was treated using a unique approach and treatment during a combined endoscopic and vir procedure with successful endoscopic application of a gelatin sponge slurry (gelfoam) to fill the biliary stump and ultimately achieve hemostasis, thus preventing early reoperation post-transplantation. This case highlights both a rare complication of liver transplantations and a unique use of intraductal gelfoam injection during endoscopic retrograde cholangiopancreatography, after failure to achieve hemostasis through vir embolization therapy. However, in patients who fail conventional hemostatic methods, alternative therapies including endoscopically applied gelatin sponge slurry may be considered as an emerging and potentially lifesaving measure as demonstrated by this case. In this case, persistent bleeding and failure to reach hemostasis with off-label use for gelfoam was determined for serious injury that necessitated surgical intervention to preclude permanent impairment of a body function.